Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method on 25oct2018 to assess the test well images in question, which appeared as visually negative, but with a fuzzy red blood cell button. The camera report appeared acceptable. All batches were processed without error. An immucor field service engineer (fse) visited the customer site on 26oct2018 to assess the testing instrument. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer reported obtaining an unexpectedly negative crossmatch when tested on a galileo echo, when tested on (B)(6) 2018, which led to a reported transfusion reaction.